Event description:
It was reported that on receipt of the bur package, it was noted that the packaging was damaged. It was also reported that the bur was not used on a patient and the sterile area was not compromised.

Manufacturer narrative:
The device subject to this investigation has not been returned to the manufacturer for evaluation. The device is currently in transit. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.